Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon reviewing the electrograms noise was noted on the atrial channel of the pulse generator. The noise could not be replicated in clinic with provocative testing. The device was reprogrammed and the patient would be monitored.